Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer stated that the insulin pump keeps asking for a rewind and to disconnect from the body, which, the customer stated, they have done a number of times. The customer's spouse stated that the customer's blood glucose dropped to 29 mg/dl very rapidly at the time of the incident. Emergency medical services were called. The customer was given intravenous glucose by the paramedics and their blood glucose increased to 65 mg/dl. The customer was not hospitalized. The customer stated that they were wearing the insulin pump at the time of the incident. The customer's blood glucose was 157 mg/dl at the time of the phone call. Troubleshooting was performed. The customer stated that the drive support cap was sticking out. The customer confirmed that they have not pressed the drive support cap while they were connected to the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within specification. Unit passed displacement test, self test and unexpected alarm error test. Unit alarmed compromised forced sensor during basic occlusion test due to loose protruded drive support disk. Unable to perform prime test, excessive no delivery test, occlusion test or dat test due to compromised forced sensor alarms. Unit received with cracked case at the display window corners. Unit received with missing end cap sticker. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.